Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During g3 nail surgery, the surgeon confirmed the position of wire of the one shot guide through the x-ray images before inserting k-wire into the pt bone. The surgeon tried several times. However, the position of the one shot guide image was out of alignment from the lag screw hole. The surgeon did not see the image of the one shot guide, and inserted the k-wire while confirming the position of the lag screw hole. The surgery was completed without problem.